Event description:
It was reported that the device continuously double beeping. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. Smiths tampered seal label was intact. There was no evidence of the reported allegation found in the event log. A functional test was performed. The reported failure was replicated. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.